Event description:
On (B)(6) 2012, the MFR received a report that a silicone obturator tip from a low profile cuff adult trach tube, pn: (B)(4), had detached from the obturator shaft and was retrieved from the ID of the trach tube. It was the first use of this tube and this event was discovered at least 6 hours after the tube was placed. It was unk whether lubrication was used on the obturator (per IFU) and whether resistance was encountered upon obturator withdrawal. It was reported that the pt had the trach tube in for 6 hours prior to any notice of distress and no ventilator alarms were reported. Some 6 hours after the trach tube placement, a nurse reported noticing the pt in distress and observed the tip of the obturator lodged in the proximal end of the ID of the trach tube. It was removed with tweezers. No pt injury was reported. The facility reported under medwatch on (B)(6) 2012 (received by arcadia medical via mail on (B)(6) 2012) that the tip was found in the pt's trachea. Upon conversation on (B)(6) 2012 with (B)(6) at the facility, it was determined that this was not accurate and the info reported above was indeed correct.

Manufacturer narrative:
Device was not returned. However, report description allowed for device code conclusion below. (B)(4). Preventive action has been initiated on this process stemming from a prior complaint and implemented in (B)(4) 2012. Lot number was not reported, but we reviewed distributor records and narrowed down possibilities to two lots. Both of these lots were manufactured prior to the preventive action. Manufacturer date of awareness: (B)(6) 2012, received medwatch report from facility (B)(6) 2012. On (B)(4) 2012, spoke to reporter who indicated that medwatch report details were incorrect. Object was not found in trachea and no bronchoscope intervention was performed. The object was found in the ID of the trach tube and removed with tweezers. (B)(4), following clarification from reporter.